Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the customer reported that thermogard xp ivtm system (B)(4)) displayed a tcmid:02 (ce danfoss error) error message. Another thermogard console was used to continue the patient treatment. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (s/n (B)(6) displayed a tcmid:02 (ce danfoss error) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective danfoss module controller likely attributed to an aging device. The console was manufactured in may 2013 and is nearly 9 years old, well past the expected service life of 5 years. Upon visual inspection, observed a cracked top lid, broken bumpers, a missing front housing and loose casters, unrelated to the reported complaint. These types of physical damages are likely attributed to user mishandling and/or aging device. The top lid, bumpers and front housing needs to be replaced to address the observed issues and the loose casters needs to be tighten. Also, the display head battery needs to be replaced due to over 5 years old. Event log data review was performed and showed multiple tcm ID:02 (ce danfoss error) error messages as a result of defective danfoss module controller. Thus, confirming the reported complaint. Also, in the event log, unrelated to the reported complaint, a mid:14 (bg power supply) and a mid:16 (software related) errors as the user cycle the power of the console multiple times without a proper shutdown sequence. Per the tgxp user manual, if mid:16 (software related) error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The observed additional errors in the event log were not reproduced during the functional testing performed at the zoll san jose service depot. The console failed functional testing during the power-on-self-test (post) due to the tcmid:02 error message, thus confirming the reported complaint. The defective danfoss module controller needs to be replaced to remedy the fault. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(6).